Event description:
Reporter indicated that a vns pt experienced worsening depression, relationship to baseline unk, following an increase in output current. Diagnostic testing resulted in acceptable values. The output current was raised again in an attempt to mitigate the depression. Good faith attempts to obtain add'l info have been unsuccessful to date.